Event description:
It was reported through the filing of a lawsuit that allegedly the patient had a right knee arthroplasty on or about (B)(6) 2010 and was revised on or about (B)(6) 2011.

Manufacturer narrative:
An event regarding revision involving an unknown scorpio revision system # 5 femoral component was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as scorpio revision system # 5 femoral component. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly, the patient had a right knee arthroplasty on or about (B)(6) 2010 and was revised on or about (B)(6) 2011.